Manufacturer narrative:
At analysis the stated reason for return of "screen keeps fading" was unable to be confirmed however it was noted that the touch screen was broken. It was additionally noted that the handle was cracked, the stylus and the bottom bullets assembly both left and right were missing and that an error in the software history was found. The bezel assembly (touch screen), handle,stylus and bullets assemblies were replaced and the touch screen calibrated, new software was installed, the device was cleaned and the programmer then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's screen kept "fading." The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.